Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the right ventricular (rv) lead exhibited increased of pacing impedance. The rv lead was capped and replaced on 12 sep 2022. The patient was stable throughout the procedure.